Event description:
Cannula breakage at baseplate.

Manufacturer narrative:
The batch file does not show any anomaly in the execution of the manufacturing steps. The incident encountered concerns a broken cannula at the base: the base brazing step was carried out on (B)(6) 2024 by (B)(6), a trained operator. (B)(4) cannula was discarded at this stage for the following reason: clogged cannula. This reject was not related to the incident observed. No other incidents were reported at this stage, and quality control at this stage is in compliance (visual verification of the weld). In addition, a destructive test is carried out every (B)(4) cannulas, for each reference. For this reference, the last destructive test was carried out on lot 23aofi013l4, on (B)(6)2023, and is compliant. The next test is planned for lot 24aphi008ol4 (currently in production). Welding of the baseplate is a manual, unitary operation. As no other complaints have been recorded on this batch, we can conclude that this is an isolated defect.